Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 6.0-7.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 47.3-48.2cm and 48.9-49.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that during device change out, insulation damage was observed. Lead-to-can abrasion was noted. No electrical anomalies were detected. The lead was explanted and replaced.